Manufacturer narrative:
Concomitant medical product: sesr01 ipg implanted: unknown date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a heart rate of approximately 40 beats per minute. There was suspected atrial lead dama ge, and undersensing and noise were observed. Per the physician's medical judgement, the lead remains in use and will be monitored. No further patient complications have been reported as a result of this event.